Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "little bit displaced with a contracture grade ii."

Event description:
Healthcare professional reported right side "when opening the implant capsule it was found ruptured" and a "capsular contracture" baker grade ii. The device has been replaced.